Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Customer reportedly rec'd results of 155 mg/dl and 55 mg/dl within 10 mins on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Advantage sys: meter, comfort curve test strip lot # 549542, exp date 03/31/2008.